Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a 59-year-old female patient underwent an angioplasty procedure using the presto inflation device. During the procedure, the device allegedly did not inflate. It was further reported that the manometer was found to be broken. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent an angioplasty procedure using the pta balloon and presto inflation device. During the procedure, the inflation device allegedly did not inflate. It was further reported that manometer sounded broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo was provided and reviewed, there was a presto inflation device with no anomalies noted to housing, pressure gage, handle. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported inflation problem and break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.